Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance of greater than 2,000 ohms and high pacing threshold measurements. A chest x-ray revealed the rv lead had been fractured due to clavicular crush. The patient is being scheduled for a lead replacement procedure. This rv lead currently remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead also exhibited noise, oversensing, pacing inhibition, and non-capture associated with the lead fracture. It was also noted that the patient experienced muscle stimulation when pacing in unipolar. When the lead fracture was identified via x-ray, the physician programmed the device off. At a follow-up visit with another physician, the physician determined the patient did not need a pacemaker and elected to leave the device system programmed off. The patient was in normal sinus rhythm with conduction. This product remains electrically abandoned at this time. No adverse patient effects were reported.